Manufacturer narrative:
This is report 1 of 1 for (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent an surgery for subtrochanteric fracture of femur. At first, the surgeon fixed the fracture site with a plate and locking screws (mono-cortical screws). After that, when the surgeon was reaming the medullary cavity for insertion of a nail using the reamer head in question, the reamer head interfered with locking screws. The reamer head got broken into 4 to 5 pieces at a place less than 10 mm from the root of the reamer head. The largest fragment could be removed, but other fragments were broken into small pieces, and the surgeon considered it impossible to remove them and left them in the patient¿s body. The surgical time prolonged about 10 minutes due to removing fragments, but the surgery was completed successfully.